Event description:
It was reported that this right ventricular (rv) lead dislodged due to twiddler's syndrome. Due to the dislodgement, it was noted that the capture threshold had increased, and both the sensing values and impedance value had decreased. The physician elected to reposition the rv lead to resolve the event and the patient was stable with no additional adverse consequences.